Event description:
The customer reported being hospitalized due to high blood glucose of 777 mg/dl. The customer stated that he was wearing the insulin pump when admitted and then he was disconnected. The customer was experiencing unexplained high glucose for the past five days and he was not getting any insulin. The customer's most glucose reading was 55 mg/dl, and he was treated with food. Troubleshooting was performed. Reviewed the programming, time, and date and found in the alarm history a low reservoir alarm. Ran a fixed prime and high pressure test. The customer stated that he can only use the abdomen for sites due to prior kidney failure. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore. Consider this report complete to the best of our knowledge.